Event description:
It was reported that the patient¿s pump had fallen into their stoma ¿about 6 to 8 months ago¿ and as a result she needed to find a health care provider (hcp) who would remove and replace her pump. The patient had an ileostomy which had always been on the right side until a surgeon changed it into a colostomy and moved it from her right side to her left, below the pump. The patient had had six surgeries on ¿this thing¿ referring to her colostomy. On her 5th surgery, on (B)(6) 2011, the surgeon at that time changed the location to directly under the pump. The surgeon then reportedly stretched her small intestine all the way from the right side to the left which she was told was too far to stretch the small intestine and it should have never been below her pump. The surgeon was told this but put it there anyway. A different hcp had since then told the patient all he could do was try to help her find a surgeon who would remove the pump when it is time to be replaced and see if they would put it in the patient¿s back. The patient had excruciating pain that started with the stoma when the stoma ¿went bad¿ which was ¿about a year or so ago¿. Due to the pump going into the stoma, it was ¿very very painful¿. The stoma would bleed from the inside out and burned. When the patient would get her pump filled, she had to have a lidoderm patch about 20 minutes prior and then they would give her a ¿numbing shot¿ up underneath the skin by where the pump is filled. The different hcp had sent the patient to two neurosurgeons who only agreed to remove the pump but they wouldn¿t put the pump back into the patient. The different hcp had told the patient he couldn¿t place the pump due to the stoma and possible complication. If the pump was removed, the patient would reportedly become a cripple and be wheelchair bound. Per a refill slip dated (B)(6) 2014, it was noted the pump delivered dilaudid, bupivacaine, baclofen and fentanyl. Later the same day as the initial report, after the patient received hcp listings to help her find a new hcp, the patient asked why the event was considered an ¿allegation against the pump¿. She felt it was not an issue with the pump or her managing hcp. It was an issue with her ileostomy hcp and it was that hcp¿s fault. No further information was provided including if the patient successfully found another hcp, if any additional actions or interventions were taken or the patient¿s outcome. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).